Event description:
During the index procedure, the patient presented with hypotension, as a result the patient was hospitalized and the event was treated pharmacologically. The report received from the study indicated that during the index procedure, the patient was asymptomatic. The target lesion was at the bifurcation of the right common carotid artery. The vessel was mildly tortuous; the lesion presented 90% stenosis and was 20 mm long with a reference vessel diameter of 7.0 mm, the calcification was described as concentric. There was no occlusion of the contralateral carotid. The angioguard was successfully positioned then after pre dilating the lesion; the precise stent was successfully deployed. The total length of stented segment was 40mm and the lesion presented 0% residual stenosis. After stent deployment, the patient's blood pressure started dropping, during postdilitation the patient's pressure progressively dropped from 160 to 98. Consequently, the physician administered. After concluding the procedure, the patient was started on dopamine. Dopamine was administered intravenously and the patient required monitoring and assessment of the heart rate and blood pressure; the patient was hospitalized and three days post procedure, the patient was discharged.

Manufacturer narrative:
The product is not available for evaluation. However, a device history record review was performed and the history records indicated that this product was final inspection tested and was determined to be acceptable. This is one of two products involved in the same patient and reported under manufacturing numbers: 9616099-2008-00493 and 1016427-2008-00047. Additional information will be submitted within 30 days upon receipt.